Event description:
It was reported that during surgery the error "camera infrared lamp is not working properly. This may result in a limited field of view" popped on the screen. The case was continued and completed successfully. The steady amber led also active on camera indicating an error. After the case, the error was tried to be cleared but it did not work. The aak accuracy was successfully passed. No other complications were reported.